Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found no image is visible on the light-emitting diode (lcd) screen monitor. Error code b30 message is also displayed but not the e216 scope communication error. In addition the device evaluation found: the biopsy channel was pierced and leaky; watertight was lost; moisture ingress was found in the whole instrument; corrosion was detected on the plug unit, print circuit board and the switch flexible printed circuit unit cover (sw-fpc) golden-plated section; the distal end was deformed, and the grounding resistance value was out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope had a snowy image and communication error codes b30 and e216. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and since air leakage from biopsy channel and trace of water invasion of the subject device were confirmed, it is likely that electronic components such as image sensor/circuit board inside scope connector corroded/broke, causing the events to occur. As for the cause of the leakage from the biopsy channel, it is likely handling/ forcible passage of endo therapy accessories damaged the channel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warning and cautions: disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system". Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿. Olympus will continue to monitor field performance for this device.